Event description:
Event description guidant received information from the spouse that the patient with this lead had passed away. After she passed away, the device was checked it was noted that there was a unspecified lead problem 9 days prior to the patient's death. The caller indicated there was a lead fracture. The spouse does not know if that was the cause of death.